Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The device was found to have been cut apart and disassembled as carrier tube, hemostasis sheath, and suture were all found to have been cut. The anchor was not present at the distal tip with the collagen and was not returned with the device. No other damage or issues were identified. The complaint was confirmed for a pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor preventing proper deployment of the device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age or date of birth: not available due to hospital policy. A3a: sex: not available due to hospital policy. A3b: gender: n/a. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device was shuttling and had a defective anchor. The angio-seal device was used for hemostasis after two perclose devices (abbott) were used. At that time, the anchor was pushed out of the sheath, but was not placed and came back into the sheath, so-called shuttling occurred. When the assembly was disassembled for a check, a deformed anchor and a suture were confirmed to be present, which indicating that the anchor and suture were not left in the patient's body. The device was not used, and manual compression was applied for 30 minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The patient has no health damage but is being followed up. According to the physician, as hemostasis was not achieved by the two perclose devices, the angio-seal device stored at the neurosurgery department was used. The artery may have been calcified. The physician was again informed of the proper use of the angio-seal device and that the use of the product is contraindicated for calcified lesions. Estimated blood loss was less than 250cc. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The reported event did not result in patient injury and/or require medical or surgical intervention. The event occurred intra-operative. There were no other devices or equipment used with the involved device.